Event description:
Customer reports that during extubation, the tube split in two pieces horizontally. Patient required re-intubation. Patient current condition reported as adequate.

Manufacturer narrative:
Covidien cts ref # (B)(4). Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report.